Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The trials were not returned for evaluation. Visual and optical examination of implant reveals light surface scratches, consistent with explantation. Dimensional evaluation of spherical feature height (5mm +/-0.1), overall height (6mm +/-0.1), and overall width (17.8 +/-0.2) were all found to be within sprint specification. Visual comparison of profile of inferior portion of implants to sample product did not identify any issue with respect to overall profile of implant. Unable to identify material or functional defect with respect to the implant. Unable to identify material or functional defect with respect to the implant. After visual, optical and dimensional evaluation, the implant functions as intended.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the surgeon used the trials and all looked well but the disc was too small when implanted and he needed to remove the disc and go to a larger size disc. Although the device was used intraoperatively there were no reported patient complications.